Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "device turns on with blank display and continuous high priority alarm." No patient was involved.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Manufacturer narrative (additional information): hamilton medical ags reference: (B)(4). Hamilton medical ag has not received the hamilton-c3 or components. No further information has been received. However, the technician on site informed, that the front panel board was replaced and the device functioned as intended again.